Event description:
It was reported that the pt experienced a pressure sore under the gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.